Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, patient underwent "removal surgery." Medical records were not provided and the description does not clearly define whether the ventralex (device 1) or the kugel patch (device 2) were both removed or if one device was removed. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 1); an additional emdr will be submitted to represent the bard/davol kugel patch (device 2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2004 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). On (B)(6) 2008 -the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch (device 2). On (B)(6) 2017 - the patient had unspecified injuries and underwent removal surgery. The patient is making a claim for an adverse patient outcome against the ventralex (device 1) and kugel hernia patch (device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."